Event description:
It was reported that as the surgeon was contouring the plate, it broke into two pieces. There was no pieces to retrieve. The surgeon substituted another plate and completed without incident and no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed the 2.4mm va-lcp dorsal distal radius plate is designed of commercial pure titanium, grade 4, which is a standard material for metallic trauma implants. The hole dimensions are (B)(4), the correct standard for the design of 2.4mm va locking holes. The plate is also of an appropriate thickness for its associated indications. The finishing and etching is standard for an implant of this size, as is the packaging and sterility. A technique guide exists to explain the proper use and handling of the implant and associated system. In addition visual comparison during the manufacturing evaluation shows correct shape and form of the plate. The thickness and width of the plate meet the specifications as per (B)(4). The threaded bore can not be measured anymore due to the damage. The DHR review shows that the plate met the specifications at the time of manufacturing. In conclusion since this plate broke prior to being implanted and was directly related to contouring by the surgeon this complaint is deemed invalid from a manufacturing and product development standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.